Manufacturer narrative:
(B)(4). Concomitant product(s): associated item number : 00590102000; item name: nexgen trocar drill pin; lot # 63756758. Associated item number: 59726532; item name: nexgen all poly patella; lot # 63695626. Associated item number: 42509902525; item name: persona female hex screw; lot # 63811669. Associated item number: 42502606601; item name: persona femur cr; lot # 63805376. Associated item number: 42532007101; item name: persona natural tibia; lot # 63750991. Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address a confirmed (bacterial) streptococcus infection approximately four months post primary tka. The poly was removed and replaced and the patient received an irrigation and debridement. The retained primary implants were scrubbed with aqueous betadine in-vivo. During pre-prepping the leg, the distal tibia are was red and swollen. No further information is available at this time.

Manufacturer narrative:
Reported infection event was unable to be confirmed. Visual examination of the returned device indicates implant wear and damage consistent with the implantation and extraction process. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.